Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material was not simethicone, but rather gauze/cloth, and it was adhered to and clogged in the air/water channel and cylinder; however, we could not identify the foreign material. There was no deviation from the instructions for use in the reprocessing steps for the locations where foreign material remained. No physical damage was found at the locations where foreign material remained. Also, based on the results of the investigation, it was found that the foreign material was adhered to and clogged in the light-guide lens; however, we could not identify the foreign material. There was no deviation from the instructions for use in the reprocessing steps for the locations where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual for the device states the detection method associated with the event in 'gif-h185 operation manual chapter 3 preparation and inspection,' and preventative measures in 'gif-h185 reprocessing manual chapter 5 reprocessing the endoscope.' The legal manufacturer reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a white foreign material in the air/water tube, air/water cylinder, and the light guide lens. There was no patient involvement.